Manufacturer narrative:
A visual examination of the returned uphold¿ lite and capio slim revealed that the blue with white stripe dilator is broken. The suture and dart are missing and were not returned. Analysis revealed no damage to the capio slim suture capturing device. The most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure, the capio device could not be opened after it was closed. The device perforated the sacrotuberous ligament which caused bleeding. Conservative measures including haemostasis and drilling bit were done. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Problem of carrier would not retract. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure, the capio device could not be opened after it was closed. The device perforated the sacrotuberous ligament which caused bleeding. Conservative measures including haemostasis and drilling bit were done. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.